Event description:
Event description boston scientific received information that interrogation of this cardiac resynchronization therapy defibrillator (crt-d) resulted in the following message: 'device detects presence of magnet - if no magnet over device, contact gdt technical services'. It was reported that no magnet was present over the device and that the 'enable magnet use' feature was programmed off. It was further noted that this patient has recently undergone lithotripsy.